Event description:
Distal screws securing plate after bsso procedure observed to have loosened one month after implant due to patient involvement. They were removed and replaced. Two MDR reports filed for event because two screw lengths possibly involved: 9610905-2024-00059.